Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on (B)(6) 2018. Medical records reviewed for MDR reportability. Right knee revised to address implant loosening of the femur and tibial components, involving unknown interfaces. Three batches of depuy cement were utilized at primary. No other details provided. Doi: (B)(6) 2015; dor: (B)(6) 2017; (right knee).